Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.4-7.7cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 36.1-36.8cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.